Event description:
It was reported that during an open unknown procedure, was unable to fire the device because the surgeon couldn't disengage the safety lever. Outcome, the device was eventually fired. It was reported that the patient post op had a bleed but the surgeon was uncertain whether this was related to the difficulties with the device. Additional information has been requested regarding bleeding, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Was the procedure done open/laparoscopically? Open what device was used for the proximal and distal transection? Contour green. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Reusable purse string device. Was the spike of the trocar inserted lateral or through the staple line? Laterally. What confirmation did the surgeon receive that the anvil was firmly attached? Firm click. When the device was fired, where was the indicator within the green zone/gap setting scale? Yes towards bottom of green zone. Was buttressing material utilized? No buttressing. Was the instrument fired across or near an existing staple line or clip? No how did you confirm the device was fully fired? Unable to fire initially. Device open closed several times then able to fire. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No difficulties. What steps were taken to confirm successful anastomosis? Donut examination. Did the operation change significantly as a result of the device issue? No. Did a hcp other than the primary surgeon fire the instrument? No primary surgeon (B)(6) . Was there a recent conversion to ees devices in this account or with this surgeon? No long time cdh user.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the safety worked as intended. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.